Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and non-penumbra sheath. During the procedure, the physician placed the cat12 through the sheath and primed the engine. All four indicator lights on the engine were illuminated, and aspiration was turned on. The physician made one pass into the thrombus using the cat12. At this point, the indicator light on the lightning was flashing green with no audible clicks. Subsequently, the physician retracted the cat2 into the vessel, and the indicator light on the lightning turned from flashing green to red. It was unknown if the indicator light was blinking red or solid red. The lightning was flushed using a 50cc syringe to remove the thrombus, and four attempts were made to troubleshoot the lightning by disconnecting the lightning from the usb port in the back of the engine, and the switch on the lightning was in the off position. Upon reconnecting the lightning to the engine, the indicator light on the lightning was still red. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.